Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left circumflex coronary artery with heavy tortuosity and heavy calcification. A 2.75 x 38 mm multi-link 8 stent delivery system (sds) was advanced; however, failed to cross the lesion due to the patient anatomy. A proximal shaft separation occurred on removal of the sds against resistance from the anatomy with force. As the separation occurred at a point outside of the anatomy, the distal portion of the sds was simply manually removed. A new multi-link sds was used to successfully continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017 - incorrect removal. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. It should be noted that the multi-link 8 coronary stent system instructions for use (IFU), states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. In this case, it is possible the IFU deviation contributed to the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily tortuous, heavily calcified lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal of the device, as resistance was noted, likely contributed to the reported difficult to remove, ultimately causing the reported shaft separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.